Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. It was discovered during troubleshooting that the customer forgot to remove the residual air from the cartridge. Customer continued to use the existing cartridge. There was no reported adverse impact to the customer¿s blood glucose level.